Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of a ventilator inoperative error log. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The system and cpu board assembly needs to be replaced. The device was scrapped.